Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 1999 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 7435, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
It was reported that the patient had no stimulation sensation. On the day of the report, the patient was reportedly converted from a synergy to sensor implantable neurostimulator (ins) using a 2x4 adaptor. The patient was reportedly not feeling stimulation prior to the replacement. The synergy battery was believed to have reached end of life 4 months ago. However, it was noted that the battery did not say end of life (eol) and had the capacity to be interrogated. It was noted that the old programming parameters were still on the synergy device and they were not factor settings. Impedances were reportedly not checked prior to the replacement. It was further reported that the patient last felt stimulation 4 months prior to the date of the report and attributed the loss of stimulation to the ins reaching eol. It was noted that after the replacement the patient still did not have stimulation sensation. Additional information has been requested but was not available as of the date of this report.